Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. The complaint of an overinfusion of heparin was confirmed. The cause was determined to be a user programming error. The event log review found that after selecting the drug heparin from the library, the user had the option to select the standard concentration of 25,000 unit/250ml drug or the custom concentration drug. The user chose the custom concentration drug and programmed a concentration of 800 units/250ml. The dose was then set up at 800 unit/hr resulting in a flow rate of 250 ml/hr. This error in concentration led to the entire 250 mls being delivered in one hour. The device history record was reviewed, and it did not show any manufacturing issues during production build for the involved pump module. The service database and product performance monitoring database review showed no prior issues or anomalies have been reported for this device.

Event description:
The patient received an overinfusion of heparin. Heparin was started at 10am and approximately 1 hour later, the pump alarmed and the bag was found empty (25,000 units in 250ml volume). Intended rate was 800 units/hr or 8 ml/hr. Ptt was drawn after the event and was >150. At 12:45pm 50 mg of protamine was given. Patient had no adverse effect from the event. No additional information was available.